Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure markerband visibility issues occurred. It was noted by the physician that the balloon markerbands were hard to see on the apex balloon during the procedure. The physician was able to complete the procedure with the apex device with no patient complications reported. The patient's current condition is listed as "fine".